Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 18055330.

Event description:
It was reported that the patient underwent an explant procedure and was reprogrammed due to an unknown reason. No further information could be obtained.